Manufacturer narrative:
MDR 3003442380-2024-03631 device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set cannula bent events on (B)(6) 2024. Event occurred within 3 hours after insertion. Insertion site was at thigh, abdomen, upper buttocks. Infusion has been used for 4 hours. The blood glucose level was over 400mg/dl. Therefore, the patient was treated with correction IV bolus. The customer replaced infusion set and resumed insulin deliveries. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and- infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.